Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate anterior prolapse repair system on (B)(6) 2010 to treat prolapse and/or stress urinary incontinence. It was alleged the plaintiff suffered infection, serious bodily injuries, including, but not limited to, extreme and chronic pain, erosion of her bodily tissue, mesh erosion, worsening dyspareunia, additional surgery and other debilitating injuries. The plaintiff additionally experienced significant mental and physical pain and suffering, hardening, recurrent incontinence, urinary tract infection, abdominal pain and changes in bowel habits, and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4). Lot number 822854015 was reported, however, ams shipping records indicate the lot number 622854015 appears to be the correct lot number implanted in the plaintiff. The reported information lot # and MFR date are based on lot number 622854015.